Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a sample was not available for investigation however information provided by the customer indicates that leakage was observed from the priming valve of a cme set during infusion. The material and lot number of the affected product were not provided to assist the investigation. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against products manufactured at this manufacturing site. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: the details of this feedback were forwarded to the legal manufacturer of the product, caesarea medical electronics ltd. For investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ infusion set leaked at the primer button. The following information was provided by the initial reporter: "the device should be a sealed unit to deliver fluids intravenously to ensure the fluid remains sterile. The device w as leaking at the primer button."